Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported when the patient presented to clinic for normal follow up, multiple at/af detection episodes were observed. Ventricular lead noise episodes were detected. Further review of the egms revealed a possible lead issue. Capture thresholds had slightly increased. Lead extraction is being considered.

Event description:
New information received states that the lead was explanted and replaced.

Manufacturer narrative:
(B)(4).